Event description:
Pulled the bonding off of one of her teeth. Was flossing with one hand since she broke her wrist. Flossed the first time fine and the next time she notice something hard in her mouth and noticed it was her chipped tooth that had been repaired.

Manufacturer narrative:
This report has not been confirmed by a medical professional. Consumer claimed that use of the dental floss caused her to lose a filling. Loss of a dental restoration is a reportable event. This is a known issue with dental floss. Dental experts conclude that a sound dental restoration or filling could not be pulled out by the use of dental floss alone, and that a compromised dental structure or restoration/filling that is old or needs replacing would be the root cause of the event. It appears that the device did not malfunction. The MFR is continuing efforts to obtain the product and further info. However, unless add'l info regarding the event is received, or the device is returned for investigation, this incident is considered closed.